Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 02/14/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2017 with the following findings: review of the black box data revealed the data from the reported date of (B)(6) 2016 was overwritten. The black box and alarm history showed no evidence of ¿cs064¿ alarms. Multiple consecutive ¿cs087¿ alarms were observed on (B)(6) 2016. Call service alarm 064 was not duplicated on investigation. The pump's cover was removed; no intermittent condition was found to the motor flex/connector.